Event description:
It was reported that burr detachment occurred. A rotapro 1.50mm was selected for use, burr separation occurred when the rotapro 1.50mm was removed post ablation. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
The returned product consisted of the rotapro atherectomy device. The device was received with the burr separated. The burr was received on the returned rotawire. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil had been stretched at the point of detachment from the burr.

Event description:
It was reported that burr detachment occurred. A rotapro 1.50mm was selected for use, burr separation occurred when the rotapro 1.50mm was removed post ablation. The procedure was completed. No patient complications were reported.